Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer reported that the paramedics stated that the insulin pump was still delivering insulin at the time of the event. Troubleshooting was performed, and it was explained to the customer that the insulin pump continuously delivers insulin via the basal rate setting. It was found that the customer did not know what her basal rate settings were supposed to be. No further troubleshooting could be performed on the infusion pump because the paramedics had removed the battery. The customer was advised to revert to manual injections until she could speak with her doctor about her insulin pump settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.